Event description:
A medtronic representative reported that the an sterile drape was caught in the imaging system gantry door. The a medtronic representative reported that the draping caused the gantry cover and hinges to break. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, tested the system and found as reported, the cover, springs, and hinges were damaged. Replacement device shipped to site for issue resolution. On (B)(4) 2015, a medtronic representative replaced the cover, springs, and hinges and performed an imaging system check-out, all areas passed. The medtronic representative reported the system passed all testing. The cover has been received by the manufacturer for analysis. Medtronic investigation of returned suspect hinges finds that both hinges are broken due to the sterile drape catching on the cover. Medtronic investigation of returned suspect springs finds that two springs were returned and, one was not damaged, however the other has been over- stretched. The reported event was confirmed to be caused by physical damage causes by the sterile drape catching on the imaging system cover.